Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 80" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module. The customer declined the necessary repair. The device was returned to the customer labeled "not for clinical use."